Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 50 mg/dl at the time of the incident. Customer reported insulin pump had pump error alarm. Customer able to clear alarm and complete rewind. Customer was performed self test and it was passed. Customer was treated with food. Customer was not using auto mode. The customer will discontinue to use the device.